Event description:
On (B)(6) 2016, the patient had a left total knee replacement to address degenerative joint disease, left knee, with varus deformity. Depuy components, including depuy patella and depuy cement x1 were used during this procedure. On (B)(6) 2018, the patient had a revision left total knee to address failed left total knee replacement. The indications for surgery noted that the patient had been having persistent pain. During the procedure the surgeon observed massive amount of synovitis and the femoral component was noted to be ¿quite loose from the bone. It seemed to be a failure of the cement bone interface.¿ there were osteolytic craters in bone. The tibial tray had no cement bonded to it. There was no observable wear on the insert. Depuy components were used in conjunction with competitor cement during this procedure. Doi: (B)(6) 2016 , dor: (B)(6) 2018 , (left knee).

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. UDI : (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E3 initial reporter occupation: lawyer.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address loosening of the femoral component at the bone to cement and tibial tray at the cement to implant interface. Cement manufacturer is unknown. Femur is unstable - ligamentously unstable. Removed and replaced with attune rev. Fb knee implant. Patella was solid. Tracked it well. With 10 minutes delay upon removal.